Manufacturer narrative:
Approximate age of device ¿ 2 years and 11 months.  The patient remains ongoing with the device. Additional information was requested, but not provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2014. It was reported the lvad system produced ¿singular beeps¿ while connected to the power module and batteries. The power module patient cable and battery clips were both exchanged; however, the alarms did not resolve. While on the phone with a vad coordinator, the patient attempted to perform a system controller exchange. The patient lost consciousness during the exchange, and the spouse was able to reconnect the driveline to the primary system controller. A controller exchange was not completed. It was reported that the patient was unresponsive but breathing for approximately ten minutes. The patient was brought to the hospital for evaluation and monitoring, and was reportedly doing well with no additional alarms. Additional information was requested, but not provided.

Manufacturer narrative:
The investigation confirmed the reported atypical power cable disconnected alarms through the evaluation of the submitted system controller log file. Power cable disconnected alarms were intermittently active throughout the log file despite power being connected to both power cables. The power cable disconnected alarms did not affect the system controller¿s ability to operate the pump at the set speed. The root cause could not be determined through this evaluation. On (B)(6) 2017 at 18:00, the driveline was disconnected from the system controller stopping the pump. Approximately 3 minutes later, the driveline was reconnected and the pump restarted and ramped up to the set speed without issue. There were no other notable alarms active in the log file. Similar reported incidents of difficulty connecting the driveline to the system controller have been identified. Struggle/difficulty connecting the driveline is being addressed through the corrective and preventative action process. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.